Event description:
As reported per the edwards field clinical specialist (fcs), after successful valve deployment via transapical approach, and after all edwards devices were removed, the patient was placed on bypass due to inability to close the apex. The patient was converted to open heart to close a torn ventricle. The patient left the or in stable condition. The physician indicated that the apex was friable. Additional information revealed there was noted to be some tearing around the cannula within the purse-string sutures at the apex. With the use of pacing and controlled hypotension as the sheath was removed, the sutures were secured, but tore, especially the lateral and inferior aspect of the purse-string sutures. Multiple attempts were made to close with interrupted pledgeted sutures without success. Cardiopulmonary bypass was instituted and once the ventricle was controlled with the use of induced cardiac arrest, hemostasis was adequate.

Manufacturer narrative:
Per the instructions for use (IFU), complications associated with the transapical transcatheter aortic valve replacement (tavr) procedure include cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures. Upon review of prior events, the majority of apical bleeding complications and ventricle ruptures appear to be related to surgical technique and/or diseased ventricles during the insertion or removal of the sheath. According to literature review, there is a higher incidence of apical bleeding in female patients and patients over 80 years old. In addition, the literature also reports that friable tissue may predispose this patient population to the development of apical access site complications. In this case, the cause of the ventricle rupture appears to be the patient's friable apex and advanced age. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.